Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown drill bits: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2023, the frn 10x400 l gt was inserted into a heavier patient. When inserting the nail, there was resistance. Once the nail was fully inserted, green triple sleeves were inserted through the jig and malleted. The inner trocar ended up bending, so it was taken out and then drilled. The drill bit hit the nail, so a new triple sleeve was inserted. The drill bit hit the nail again. The nail was removed, and a tfna was inserted instead with no issues. The surgery was successfully completed without any delay. There was no patient consequence. This report involves one unk - drill bits: trauma. This is report 4 of 5 for (B)(4).